Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt. Please note that this is one of two products that was used in this procedure with the same malfunction and is related to mfg# 9610978-2006-00335 and 9610978-2006-00336.

Event description:
The information received from the affiliate states that leakages were found with both of these balloons when used during an angioplasty procedure of the popliteal artery (side unknown). The information states that this female patient was presented to the interventional lab for repair of a lesion located in the popliteal artery. The vessel was described as calcified, but not tortuous. The physician made access in the femoral artery (side unknown). A sheath was inserted and the physician accessed the lesion with a guidewire, with no difficulty. The physician passed the first balloon (sa v vy 435250l/ lot r0606437) to the lesion and upon inflation of the balloon with a indeflator, it was noticed that there was a leakage of the balloon lumen when inflated to less than 10 atmospheres (atms). The balloon was carefully removed from the patient and a second balloon (sa v vy 435250l/lot r0506429) was inserted and advanced to the lesion. Upon inflation, it was noticed that this balloon also had a leakage of the balloon lumen when it was inflated to less than 10 atms. The physician carefully removed this balloon. There is no information as to how the procedure was completed. There was no reported injury to the patient.